Event description:
The recipient is reportedly experiencing no sound and no lock. External equipment was exchanged; however, the issue did not resolve. The recipient is not wearing the device. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. While the device locked during initial testing, lock was unable to be obtained after residual gas analysis (rga) testing was complete. The condition of the electrode prevented an electrical test from being performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connections on p1. This device malfunctioned due to a crack in the conductive epoxy at the feedthru pin-to-substrate connection. A corrective action was implemented). This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.